Event description:
It was reported that when using the bd pyxis¿ es server, the server was not communicating, and new orders and patient information were not crossing over. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. Upon investigation of this incident, a technical support specialist (tss) confirmed with the customer that the issue was resolved and it was an issue with cerner point and no further investigation was required. The system functioned as intended after the issue was resolved.